Manufacturer narrative:
(B)(6).

Event description:
It was determined that the signal loss was related to the mobile application. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.